Manufacturer narrative:
Manufacturing investigation evaluation: the part is not broken, but worn due to long term in use. A visual inspection shows that there is nothing broken, but the complete instrument is in very bad condition. The holes for the pins are all plastically deformed due to exceedingly applied mechanical forces during long term use. Due to those deformations, the use of the part is no longer possible. As this part was manufactured in 2006, it was used many years without any problems. Therefore, a manufacturing issue for this deformation can be excluded. The classification of this damage as worn is due to long term use. No product fault could be identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a routine instrument inspection on (B)(6) 2016, the following instruments were discovered to have been broken: screwdriver, fixation bolt, insertion sleeve, and drill bit. A description of the damage was not provided. It is unknown when the breakages occurred but there was no report of patient or surgical involvement. This report is 2 of 4 for (B)(4).